Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device doesn't work well for the patient; she still has some therapeutic effect from the device but no as much as she initially did following the implant. The patient still experiences some urinary incontinence where she wets her pad before being able to get to the bathroom after feeling the urge to urinate. The patient has been to the healthcare professional (hcp) and they don't seem to be getting it. In addition, the patient reported she recently fell really hard on her back, hurt her tailbone, and was not sure if she jarred the device. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.